Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by the field clinical specialist (fcs), 5 months and 30 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was explanted and a magna bioprosthesis with thermafix process was implanted. The reason for explant is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction as medical records were received. After review of medical records, this will be made not reportable and dissociated as the explant was due to late endocarditis. Upon review of medical records provided, the patient developed endocarditis. There was no mention of the source of the endocarditis approximately 6 months post tavr implant. The tavr valve explanted and replaced with a surgical aortic valve. Late endocarditis may occur due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. There was no allegation that an edwards device may have caused or contributed to the endocarditis.